Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an alert for high impedance, > 3000 ohms. The alert sounded twice in four days; the first time the patient went to the emergency room. It was also reported the impedance vascilates between 494 and >3000 ohms, and the high impedance was not obtained when tested with a programmer. No patient complications have been reported as a result of this event.